Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 14.5-15.3cm and 29.4-29.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.